Manufacturer narrative:
Expiration date: listed as 09/31/2020. Lot manufacture date: 03/13/2019 to 03/20/2019. The actual device was discarded; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; the presence of iodine was detected. The reported issue was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of minicaps were dry and did not have disinfectant residue after removal from the transfer set. This event occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.